Event description:
Reporter indicated that a vns patient experienced an increase in seizures, with pre-vns baseline unknown, due to end-of-service. The physician also reported that he was unable to interrogate the device due to the end-of-service condition of the generator. Surgery to replace the generator is likely.